Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect&#59398;filter (lot # e3287818 ) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 16.4 mm. The angle of filter tilt in the ap view was 8.6 degrees. On (B)(6) 2015, pre-retrieval x-ray, (58 days post-procedure): site: filter tilt was 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 16.9 degrees and 4.6 degrees in the lat view. The patient underwent endovascular retrieval of the filter on the same day since it was no longer clinically needed. The level of difficulty of removal was considered minimal. Patient outcome: the patient has exited the study and no adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and review of provided imaging. The imaging review does not confirm significant filter tilt - not at placement nor at post-procedure images. Initial venogram demonstrated penetration of one primary filter legs and tenting along the wall of ivc by another primary leg. The complaint states that there was minimal level of difficulty with removing the filter. Based on the provided information, it is not possible to determine the root cause for the reported filter tilt nor for the penetration of one primary filter leg or tenting of another primary filter leg. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3287818 ) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 16.4 mm. The angle of filter tilt in the ap view was 8.6 degrees. On (B)(6) 2015, pre-retrieval x-ray, (58 days post-procedure): site: filter tilt was 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 16.9 degrees and 4.6 degrees in the lat view. The patient underwent endovascular retrieval of the filter on the same day since it was no longer clinically needed. The level of difficulty of removal was considered minimal. Patient outcome: the patient has exited the study and no adverse events have been reported.